Manufacturer narrative:
An event of device malposition, heart block, and aortic valve regurgitation was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient's baseline rhythm was atrioventricular block and right bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth of the device was 6.8 mm from the non-coronary cusp, which is deeper than the optimal 3 mm. It was also noted that the implanting physician believes the heart block was due to basal conduction disturbance. Based on all available information, the reported heart block appears to be related to patient condition. A cause for the device malposition could not be conclusively determined. It is possible that it is related to patient or procedural conditions. However, this cannot be confirmed.

Event description:
Clinical information: (B)(4)- vantage. Eu2753 - 511 (r790308801, r790611001, r793932501). It was reported that on (B)(6) 2023, a 25mm navitor clinical valve was successfully implanted in a patient. The patient's baseline rhythm was first degree atrioventricular block plus right bundle branch block. There was no report of calcification extending beneath the aortic annular plane in the interventricular septum. It was reported the final implant depth was 6.8mm. The patient remained hemodynamically stable throughout the implant procedure. Post-implant it was noted that the patient developed a complete heart block due to basal conduction disturbance followed by congestive heart failure due to moderate aortic regurgitation. A post-implant balloon aortic valvuloplasty (bav) performed with a non-abbott device and a gradient of 13. The decision was made to implant a temporary pacemaker. On (B)(6) 2023, it was noted that the patient's complete atrioventricular block returned with escape at 30 beats per minute and a wide qrs interval. The decision was made to administer the patient furosemide. It was also noted that the patient had petechiae in their right foot/leg, but the patient was asymptomatic. Cholesterol aeroembolism was suspected, but an arterial echocardiography doppler was performed and showed no significant findings. It was reported there was a prolonged hospitalization stay to monitor the patient's rhythm and a permanent pacemaker was implanted. The patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical inforamtion: crd_1003 - vantage. Eu2753 - 511 (r790308801, r790611001, r793932501) it was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. The patient's baseline rhythm was first degree atrioventricular block plus right bundle branch block. There was no report of calcification extending beneath the aortic annular plane in the interventricular septum. It was reported the final implant depth was 6.8mm. The patient remained hemodynamically stable throughout the implant procedure. Post-implant it was noted that the patient developed a complete heart block due to basal conduction disturbance followed by congestive heart failure due to moderate aortic regurgitation. The decision was made to implant a temporary pacemaker. On 30 september 2023, it was noted that the patient's complete atrioventricular block returned with escape at 30 beats per minute and a wide qrs interval. The decision was made to administer the patient furosemide. It was also noted that the patient had petechiae in their right foot/leg, but the patient was asymptomatic. Cholesterol aeroembolism was suspected, but an arterial echocardiography doppler was performed and showed no significant findings. It was reported there was a prolonged hospitalization stay to monitor the patient's rhythm and a permanent pacemaker was implanted. The patient status was reported as discharged.